Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: when the surgeon was stitching the cervix during a laparoscopic super cervical hysterectomy, the needle disengaged when the jaws of the device were opened. Both the needle and suture disengaged into the patient cavity and were retrieved with graspers. An x-ray was not performed to locate the disengaged needle and suture. To complete the procedure, the surgeon manually performed suturing without using the device. No patient injury or extension in surgical time.